Event description:
New information received indicates that the patient presented in the emergency room due to phrenic nerve stimulation. It was noted that the right ventricular (rv) lead and the right atrial (ra) lead exhibited loss of capture. Fluoroscopy confirmed rv and ra lead dislodgement.

Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, and the left ventricular (lv) lead was dislodged. During repositioning the rv lead, the helix could not be extended. The rv and the lv leads were explanted and replaced on (B)(6) 2025. There were no patient consequences.